Event description:
The customer reported that when screwing a flush on to the needle free valve the valve broke. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. Visual inspection observed that the smartsite valve adapter was received with the white cap separated from the smartsite clear body. Visual inspection of the inside portion of the smartsite female luer adapter showed that material from the clear body still remained. A whitish area, indication of stress was noted on the body of the valve. Functional testing was not performed due to the obvious damage. The root cause of the damage to the smartsite valve was not identified; however, previous investigations concluded that the application of alcohol to the clear body of the smartsite component can weaken the smartsite body valve and lead to breaking.